Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported silicone migration and rupture. Patient also reported they, "experienced serious health problems, further investigation showed that the prostheses both look like they have been worn for years." This record is for the left side. Device has been explanted.